Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00433. It was reported the patient is not receiving effective stimulation in her low back. An sjm representative met with the patient and lead diagnostics showed multiple high impedances and multiple programs are auto-reducing when attempting to turn up stimulation. Reprograming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00433. Follow up information identified the patient underwent a two stage surgical procedure on (B)(6) 2016. On (B)(6) 2016, the patient's two octrode leads were removed and replaced with a penta lead. Scs extensions were connected and the external trial system was programmed. On (B)(6) 2016, the lead was connected to the patient's scs ipg and the scs extensions were removed. The patient is now receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00433.